Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. It was noted that the leads migrated and had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7100831. Product family: scs-ipg-r-MRI. Upn: m365sc12320, model: m365sc12320, serial: (B)(6), batch: 528109.